Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a visit, episodes of atrial noise due to possible emi was observed. No action was taken. The patient condition was good.